Event description:
I was using a pack of huggies simply clean fresh scent baby wipes and I started noticing green spots on the wipes. I opened the plastic bag that they came in and the entire side of the wipes was covered in mold. The package was opened less than 24 hours ago. Diagnosis or reason for use: cleaning my daughter's diaper area.